Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that on (B)(6) 2015, the patient experienced blood glucose (bg) excursion of 547 mg/dl with no associated symptoms reported. It was reported that the patient did not receive any treatment above and beyond the usual routine of diabetes care and management. The patient allegedly remained on pump therapy without any recent adjustments to the pump settings. The reporter alleged that there was an inaccurate delivery issue with the pump. Customer support agent reviewed the event with the reporter and determined all basal deliveries were correct and as programed. Trouble shooting was unable to resolve the reported issue. This complaint is being reported because the patient experienced severe hyperglycemia related to an alleged inaccurate delivery issue of unknown causes.

Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2015 device evaluation: the meter and pump has been returned and evaluated by product analysis on 05/12/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged inaccurate delivery issue was not verified in the black box or duplicated in the evaluation. Review of black box data did not find any related alarms in the history. The total daily delivery added up correctly and reflected the user¿s basal program. Using the returned caps the pump powered up and functioned properly. The pump delivery accuracy was found to be within specifications. A rewind/load/prime sequence and a 24-hour basal exercise were executed without incidences. Normal and audio bolus were completed and recorded correctly. Bolus insulin units were calculated manually based on blood glucose reading and carbohydrate counts. The returned pump¿s calculated units matched the manually calculated units.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.